Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the patient was unable to get medication in puerto rico for the refill. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine (unknown, 1.5 mg/ml at an unknown dose) via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient relocated from pr and was in to see the doctor for a new patient visit. The pump was found to be empty on interrogation. The pump had been out of drug for "quite some time." The patient denied any withdrawal symptoms and "aaax3." The cause of the empty pump was that the patient was unable to get the pump refilled prior to coming to fl. The pump was interrogated and no motor stall was found. System content removal was done in the doctor's office and the pump filled with pfns (preservative free normal saline) until medications arrived. The issue was resolved and the patient status was "alive - no injury" at the time of this report. There were no reported symptoms. No further complications were reported.